Event description:
The pt had been feeling ill for a week, however, she continued taking her insulin and eating her usual meals. On 1/3/97, a 5:00/p meter reading on her meter using test strips was 170 mg/dl. She was transported to the hosp where a laboratory blood glucose result was 440 mg/dl at 5:15/p. The pt was treated with an unk amount and type of insulin and discharged. The treating physician stated "she was not dehydrated but her glucose was out of control and that she was slightly anemic." A blood glucose test was performed at 9/p on 1/3/97, using the pt's meter and a different vial test strips. The result was 375 mg/dl, which the reporter felt was correct. Meter cleaning/maintenance and calibration status is unk.